Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to above 400 mg/dl after more than 48 hours of pod wear on the arm. It was further reported that blood glucose levels did not decrease despite administration of a 30-unit insulin bolus. Reported symptoms included irritation, mood changes, sweatiness, headache, and racing heart. The patient was admitted to the hospital on (B)(6) 2026, where blood glucose levels were reported to be 600 mg/dl. The patient remained hospitalized overnight and stated that no specific diagnosis was provided. Treatment included intravenous saline infusion and intravenous insulin. The patient was discharged on (B)(6) 2026.